Event description:
Additional information: the patient outcome was reported as "no patient complication".

Event description:
Additional information: a rotor study was performed twice on (B)(6) 2012, and both tests results showed no roller rotation. The pump was explanted and replaced. A drug volume discrepancy was found at the time of the explant procedure. The programmer estimated 12.6 ml, but the actual aspiration of drug from the pump was 18 ml. It was, however, noted that no adverse event occurred regarding the patient. In regards to the refill that occurred on (B)(6) 2011, it was later reported that the coefficient was calculated at about 50%; and was increased because the patient experienced worsening spasms. It was further clarified that variability coefficient at the time of the last refill was 6.7%; and no abnormalities were observed. The daily dosage was increased to 10 mcg/day as per the patient's request, however "no other abnormalities in particular were observed."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
At the (B)(6) 2011 refill, an abnormal infusion rate was observed (50%). The patient experienced increased spasticity, so the drug dose was increased. The previous pump refill showed a normal infusion rate (6.7%). A pump motor stall was suspected; the hcp planned to perform a rotor study at the next patient visit. The hcp was also considering replacing the pump "soon" because the current pump's implant duration has been over 4 years. The drug in the pump was gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor corrosion and gear train anomaly.

Event description:
Additional information: it was reported that the patient did not have observed changes in their condition. Worsening spasticity was not observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).